Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. The pump was received without a battery cap. After battery installation, a blank display was noted. Unable to perform the displacement test due to the blank display. The case was cut open. It was immediately noted that the pcba1 j7 aa battery connector popped out of its socket. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. After plugging the pcba1 j7 aa battery connector back into its socket, the pump was able to boot up normally. The software version was then able to be obtained. The pump passed the sleep current measurement, active current measurement, and self tests. Unable to perform the displacement test the second time since the motor end cap was taken off to remove the boards. Thump software was able to upload history and trace files. No pump error 25 was noted during testing, in the adapt tool, or in the power management graph. The adapt tool does not list any battery related alerts/alarms around the event date nor does it list any pump errors that could potentially trigger a critical pump error (open book image) whatsoever. In summary, the customer¿s report of a blank display was confirmed during testing. The blank display is due to the unplugged pcba1 j7 aa battery connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer was unable to switch on the insulin pump despite battery replacement. The customer reported no adverse event. The event involved product(s) mmt-1886. Customer reported receiving a power loss alarm. Current battery has been in the pump for at least 1 hour. Customer received another alarm after replacing battery. No harm requiring medical intervention was reported. Mmt-1886 was requested for return and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.